Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a stuck setscrew during a lead revision procedure. It was reported that the lead was being revised due to decreased r wave measurements. Multiple attempts to tighten the setscrew were unsuccessful, and the tip of the torque wrench eventually broke off within the setscrew. The physician elected to remove this device, and implanted a similar ICD without reported complication.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, microscopic visual examination of the device header identified a broken wrench tip within the v-tip setscrew hex slot. This wrench tip is broken off flush with the top of the setscrew cavity. Laboratory technicians removed the wrench tip from the hex slot, and visual examination of the hex slot demonstrates normal wear. A guidant torque wrench was then inserted into the setscrew, and the setscrew moved freely in both a clockwise and counter-clockwise direction. Analysis did not identify a product performance issue with the device that may have caused/contributed to the broken wrench tip.